Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted:(B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4). The ptm (personal therapy manager) was returned. The ptm was found to be corroded.

Event description:
Information was received from a consumer. The indication for use was noted as spinal pain. On (B)(6) 2015 the patient reported that in (B)(6) 2015 she had to replace the batteries all the time because the ptm (personal therapy manager) would not power off. Per the patient, there was no corrosion in the battery compartment. The ptm showed the next pump refill date as (B)(6) 2015. The patient had no medical or therapy problem related to the event; the patient had no symptoms. Later the same day, the patient's daughter reported that the pump was not working. Further follow-up was conducted to determine if the patient's daughter was talking about the pump or the ptm not working. If additional information is received, a follow-up report will be sent.